Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explanted: n/a. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+1.0/083, into the patients right eye (od) on (B)(6) 2021. The lens was reported as excessive vaulting and remained implanted. The cause of the event was due to patient related factor (potential retro-iris cysts but not sure). Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2022. Claim # (B)(4).

Manufacturer narrative:
Additional data: h6: health impact- clinical code: 4581 - pigment dispersion. Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+1.0/083, into the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to excessive vaulting and pigment dispersion. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was due to patient related factor (potential retro-iris cysts but not sure). D6b: (B)(6)2022. Claim # (B)(4).